Event description:
It was reported that during use of this oscillating blade in a rotator cuff repair, a tooth broke off of the blade. An x-ray did not confirm location of the blade tooth in the surgical site. The procedure was completed with an alternate blade. There was no known patient injury and only a minimal surgical delay was reported.

Manufacturer narrative:
Investigation findings: the blade was received for evaluation with the broken end tooth. During a visual examination, the remaining attached teeth were found flat and rolled over. The blade material was tested for hardness and met specification. This type of failure can occur if the blade comes in contact with an object harder than the blade. This is the first report of this failure mode for this blade. Conmed linvatec will continue to monitor this product for failures.